Manufacturer narrative:
Additional information was added to b3, d9, h3, h4, h6, and h11. B3: the event occurred on an unspecified date of 2024. H4: the lot was manufactured in january 2024. H11: four (04) devices were received for evaluation. A visual inspection was performed, and dark particulate inside the first sealed packaging, white particulate inside the second sealed packaging, fiber particulates inside the third sealed packaging, and dark particulates inside the fourth sealed packaging were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inherent variations of the manufacturing and/or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix non-vented high-volume inlets had particles inside packaging. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.